Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one (1) solution set was leaking from an unspecified location. This was identified during filling. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to concomitant medical products, device evaluated by MFR and adverse event problem. The actual sample was received for evaluation. Visual inspection revealed a cut on the tubing at the y arm. The reported condition was verified. The cause of the condition was due to a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.